Event description:
Reporter indicated that the pt's generator was explanted due to lack of efficacy. Diagnostics were not available. The generator was evaluated by MFR and no anomalies were found. The lead was not explanted. Good faith attempts to gain more info ruling out device malfunction have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.